Event description:
During the patient's hemodialysis treatment and in answer to the audible and visual machine alarm the patient was noted to have sustained an estimated blood loss of "500-700cc" per the complainant. The blood pump was running at the time of the alarm however, the caregiver reports "she cannot remember what alarm was displaying on the screen". The blood loss was reported from the patient access arm where the fistula needles enter the skin. The caregiver believes the needles became dislodged and then "re-stuck" themselves back into the access which caused the blood loss. The patient's access arm was covered making visualization of the blood los impossible.

Manufacturer narrative:
The machine alarmed appropriately as intended. Although, a device malfunction has not occurred, we are filing the MDR as the patient required intervention from the blood loss. Based on the information provided, no definitive conclusion can be drawn. However, it was reported from the patient's blood loss was believed to be due to the needle becoming dislodged. The patient's fistula was not viable as the patient had covered their arm. Following the conclusion of the plant investigation, a supplemental MDR will be submitted.